Manufacturer narrative:
Device evaluation result: the device was returned with a broken cartridge stuck inside the drug chamber and was unable to be taken out. The customer reported complaint was confirmed and duplicated. The root cause of the issue could not be determined. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced an accident while wearing the ilet, resulting in the glass insulin cartridge shattering in the device¿s reservoir chamber, after which the user was unable to remove all fragments, and the device could not be disconnected from service. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a mechanical problem involving the reservoir and consistent with a failure to disconnect after the cartridge shattered. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.